Manufacturer narrative:
On 9/3/2019, the mentor failure analysis lab has received the device for evaluation. On 9/9/2019, the product investigation was completed. Device investigation summary: during evaluation of the device a crease was observed on anterior and extending to posterior aspect. Also two tears were observed. The tear b was found within the crease on anterior aspect and tear a was observed on posterior aspect measuring approximately 0.1 and 1.9 cm respectively. Microscopic examination of the edges of the rupture a revealed parallel striations. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Regarding the creases found, there are a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 700cc mentor smooth round moderate profile saline catalog: 3501697 lot: 5714788 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast prostheses implantation with two 700cc mentor smooth round moderate profile saline breast prostheses, suffered right side deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.